Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient who underwent bilateral lens implants, (B)(6) 2016, is experiencing problems with halos. The patient stated that the halos are directly in my eye from cars 200 yards away. Halos are big and bright. Halos coming at me look 30 feet wide. The halos become smaller as the car gets closer to me. The halos are preventing me from seeing the lines in the road especially if there are a lot of cars coming at me. It is scary for me to drive at night. Further information provided notes that the doctor is planning on explanting the lenses. As patient had bilateral lens implants, an MDR will be filed for each lens. This report represents the lens implanted in the patient's right eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.